Manufacturer narrative:
Unit not available for evaluation.

Event description:
Sales rep reported a patient had a series of three orthovisc knee injections; first one on (B)(6) 2016 second on (B)(6) 2015, and the third on (B)(6) 2015. After the first injection was given on the lateral side of the knee, the patient noticed a rash a few days later around the injection site. The patient decided to have the second injection and the doctor injected the orthovisc on the medial side. There were no other reactions besides the original rash, so the third injection was given on the medial side again with the rash still present. Six weeks after the third injection, the patient had pain, swelling and the original rash and was seen by the orthopedic doctor who then referred her to a dermatologist. The dermatologist referred her to an oncologist where it was confirmed to be peripheral cutaneous t-cell lymphoma. All doctors agreed they do not believe it to be related to the orthovisc, but possibly an auto immune reaction process that turned malignant. The woman is (B)(6) and had a total left knee replacement in (B)(6) 2014. She had several visco supplements and also cortisone shots in the past. She has had degenerative arthritis for years. In 2011 she had synvisc injections with no reactions.